Event description:
It was reported that a lumbar fixation was performed (B)(6) 2018. Patient felt pain after a small walk. After examination through x-ray, doctor found two blockers came out from the tulip head, and a third blocker was found to be loose. Revision surgery was performed.

Event description:
It was reported that a lumbar fixation was performed (B)(6) 2018, and on (B)(6) 2018 patient felt pain after a small walk. After examination through x-ray, doctor found two blockers came out from the tulip head, and a third blocker was found to be loose. Revision surgery was performed.

Manufacturer narrative:
Patient information added. Method: x-ray image review, nc/CAPA history review, labelling review, risk assessment. Result: the customer reported event was confirmed via x rays. The blocker was retightened and remained implanted in the patient, so inspection and manufacturing record review could not be performed. Conclusion: two other blocker associated with this event, were inspected which shows lack of rod indentations on the bottom, which would be present for a blocker that was tightened down to 12nm on a rod. Based on the two blockers that were returned, the most likely root cause is the blocker was under tightened, which eventually caused it to back out over time as it wasn't fully tightened down. It is also possible that with the other 2 blockers backed out, this made the construct unstable and the blocker loosened due to the construct instability. However, without inspecting the device, a definite root cause cannot be determined. Device still in the patient.